Event description:
The tubing broke at the hub causing loss of hyperalimentation compounding solution. The tubing appears to be very brittle. It broke without any unusual attempt to flex the tubing at the point of breakage. Two sets were affected.